Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose was 12 mmol/l. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery threads and minor scratch on reservoir window. Insulin pump passed prime/compromised force sensor system alarm test, displacement test and basic occlusion test. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing.